Manufacturer narrative:
The reported event of failure to disconnect was inconclusive. As received a device was without the device header returned for analysis. Mechanical testing could not be performed on the device due to damage to the header. No other anomalies were identified.

Event description:
It was reported that the patient presented during generator exchange. During the procedure, it was noted that the physician failed to remove setscrew and lead from the pacemaker. The header was cut free and the device was removed. A new pacemaker was implanted during the same procedure on (B)(6) 2023. The patient was in stable condition.